Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open cholecystectomy, while stapling cystic duct, the surgeon approximated the reload around the tissue by squeezing the ring handle and closing the load. The surgeon pushed the green button and began to fire. The ring handle would not budge and the reload was not fired. Replaced by another device to complete the case. There was no patient injury.